Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type: recharger; product ID 97745bp, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via voicemail that reported they had already gotten their recharging antenna replaced. They stated they charge every 3 days and it took about 2 hours or better to recharge. They changed the controller battery and it didn't seem to help the time it took to recharge. No further complications/allegations reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger was not working properly, and it was being charged too often. It was reported that when the ins was first charged, it took 20-30 minutes and now it takes too long to charge the ins. It was reported there was charge period that lasted from 8:30 am until 4:30 pm and the controller battery didn¿t last long enough to charge the ins. The report stated that the controller showed 70% and then flashed to ¿charge the controller¿ again. The patient reported that they have to stop charging ins so that they could charge the controller. The patient reported that it took 8 hours to charge the ins on the tuesday prior to the report. The patient was reviewed antenna placement and recharging best practices. It was reported that a charge was set up and the controller battery was at 100% and the ins battery at 70%. It was reported that the charge quality showed good and goes back and forth between good and excellent. The patient reported that when they lean right, the recharging goes to excellent. The patient reported that they have not seen ¿poor¿ on the screen during charging and the controller rarely shows ¿try again¿ when charging. The patient reported that ¿try again¿ comes up when they lean or move antenna. The patient reported that once they plugged the controller into the wall, the controller will not do anything for a long time and then 2 hours later it will 50-70 % charge. No patient complications have been reported because of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.